Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding hemodynamic relevance of leaflet thrombosis after transcatheter aortic valve implantation. The study population included 100 patients with a mean age of 81.5 years who were predominantly female. Multiple manufacturer¿s devices were implanted in the study population; 14 patients were implanted with a medtronic corevalve or evolut r bioprosthetic valve. Among all patients adverse events included: high pressure gradients >20 mmhg, leaflet thrombus, thrombosis and hypoattenuated leaflet thickening (halt). The physician/authors made no statement of medicinal or surgical intervention to address these clinical observations. No further information was provided pertaining to medtronic products.